Event description:
It was reported that the ilet touchscreen cracked after the device was dropped, and water exposure in a shower subsequently occurred due to loss of watertight integrity, though the device remained functional and blood glucose levels were unaffected. Symptoms included no adverse clinical effects. Outcomes included the decision to replace the device and instructions for data syncing, shutdown, and timely return of the original unit, with continued dexcom use advised until the replacement arrived. Investigation included user interview, troubleshooting, and education regarding device handling and moisture ingress risk. Investigation of this device revealed physical damage to the touchscreen and compromised enclosure integrity consistent with accidental drop and liquid ingress, leading to a replacement decision. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.